Manufacturer narrative:
Result: module.

Event description:
It was reported by service report that the side rail panels and modules were broken with the potential for fluid ingress. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.